Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain. During the surgery bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the implantation report, the cup was implanted with 20° to 30° anteversion. Review of the provided complaint description and surgical reports indicates that the patient had increasing pain since approximately 10 months before the revision, i.e. Six years after the implantation. According to the revision report, an MRI showed a pseudotumor and blood metal ion concentration was mildly elevated. Corresponding reports were not provided. According to the revision report, there was a large amount of white thick fluid and metallic debris. Further investigation of the reported intraoperative findings cannot be done without histopathological analysis or the report of the mentioned MRI. Whether the cup position lead to edge loading cannot be investigated without the explants available for analysis. Furthermore, it remains unclear whether the reported findings correlate to an increased amount of metal wear from the implant articulating surfaces. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed. Pain reported from (B)(6) 2015 but x-rays showed no problems. On (B)(6) 2015 MRI showed moderately sized effusion with extension into iliopsoas bursa, with partial thickness tear of hamstrings. Esr 81 mm/h and crp 2.5. On (B)(6)2015 mildly elevated cobalt and chromium levels. On (B)(6) 2016 symptoms described as disabling, MRI showed fluid collection, revision scheduled.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. According to the implantation report, the cup was implanted with 20° to 30° anteversion. Review of the provided complaint description and surgical reports indicates that the patient had increasing pain since approximately 10 months before the revision, i.e. Six years after the implantation. According to the revision report, an MRI showed a pseudotumor and blood metal ion concentration was mildly elevated. Corresponding reports were not provided. Further investigation of the reported intraoperative findings cannot be done without histopathological analysis or the report of the mentioned MRI. Whether the cup position lead to edge loading cannot be investigated without the explants available for analysis. Furthermore, it remains unclear whether the reported findings correlate to an increased amount of metal wear from the implant articulating surfaces. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.